Event description:
Confidence was used with luer adaptor and cardinal avaflex 11g x 19cm needle (B)(6). The case went without issue until 8-min into the process when the surgeon went to remove the needle. It would not pull free. Felt as if the cement had hardened around it. The handle of the needle pulled free. The surgeon was able to remove the cannula, but the inner needle was stuck. Situation resulted in a significant extension of surgery time (more than 3 hours). In the end, the user was able to use t-handle device to pull it free. There was nothing broken off of missing from the inner needle. Doctor said the pt did well and the issue did not result in any adverse outcome.

Manufacturer narrative:
Temperature during transportation exceeded the recommended temperature. The product was then on site at room temp for 2-hours. This may not have allowed the product to reach the recommended temperature and could for application and may have shortened the working time of the cement.